Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial:(B)(6)); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving the evolut fx+ valve, the patient experienced torrential aortic insufficiency when the delivery catheter system crossed the annulus. This was accompanied by heart failure, hemodynamic instability and hypotension. The patient had no native coronary flow and was relying on two patent saphenous vein grafts. The severe aortic insufficiency likely compromised the grafts' flow. Consequently, the evolut fx+ valve was removed. A decision was made to switch to an non-medtronic 26mm valve due to its shorter frame, and a re-intervention in the grafts was performed to confirm flow. The new valve was implanted in the patient.

Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve did not cause the coronary occlusion, and there was no indication that the valve migrated and occluded the coronary artery. Additionally, the cause of the coronary occlusion was due to no native flow, and the severe aortic regurgitation slowed blood flow to the graphs. The catheterization was classified as diagnostic. The patient was alive and well following the procedure.